Event description:
Customer reports: the device developed leaks and was externalized on the patient. The nurse reported that the installation of the device followed all recommendations for use. Per additional information received on (B)(6) 2024, the leak occurred at the inflation balloon and was replaced. The patient did not required medical intervention and the device was replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform functional and visual evaluations to confirm the reported condition and determine the root cause. A supplier corrective action request has been sent to the supplier of the reported affected component to further investigate and address the reported condition. All information received will be used for tracking and trending purposes. Section h6 component code corrected from 4733: connector/coupler to 419: balloon.